Event description:
It was reported that the pump was replaced on (B)(6) 2012 due to a programming error. Following the replacement, the patient returned to the hospital experienced return of baseline spasticity. The prior pump had been programmed to deliver "just a daily dose" rather than flex dosing. When the pump was replaced the new pump was programmed the same. This resulted in the patient not receiving optimum therapy. The physician reprogrammed the pump to deliver flex dosing as intended. The patient was reported to have been "feeling better" and was "back to normal". The device system was used to deliver lioresal 2000 mcg/ml at a total daily dose of 954.8 mcg.

Manufacturer narrative:
Product ID: 8840, serial#: unknown, product type: programmer, physician; product ID: 8703, lot#: j89064066, implanted: (B)(6) 1990, product type: catheter; product ID: 863740, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: pump; product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).